Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) partially inserted into a 20 ga introducer needle, four dilators, and a catheter for evaluation. Signs of use in the form of biological material were present in the needle hub and advancer tubing. Visual inspection of the sample revealed a kink in the body right at the distal end of the needle. Offset coils were also observed in the j-bend. No defects were observed on the introducer needle. Microscopic examination confirmed both welds were attached and fully formed. The kink in the guide wire measured 335 mm from the proximal weld. The overall length of the guide wire measured 355 mm which is within specifications of 350-355.6 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.612 mm, which is within the specification limits of 0.610-0.635 mm per the guide wire product drawing. The inner diameter of the introducer needle cannula was measured to be 0.027", which is within specifications of 0.0270"-0.0285" per cannula graphic. The outer diameter of the introducer needle cannula was measured to be 0.03585", which is within specifications of 0.0355"-0.0360" per cannula graphic. The returned swg was able to be passed through all four dilators and the introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed on the reported lot, with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with this product warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned. The returned guide wire had a one kink in its body. The returned guide wire and introducer needle met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. But swg was bent during insertion. Md judged it as a defective product so finished the procedure with new kit without abnormality". No patient injury or consequence. The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "md was performing the procedure according to IFU. But swg was bent during insertion. Md judged it as a defective product so finished the procedure with new kit without abnormality". No patient injury or consequence. The condition of the patient is reported as "fine".